Event description:
A carbomedics inc. Field representative learned of a patient death from a staff member. The hospital was contacted to try to obtain information regarding the event. The hosptial gave the following brief summary to the manufacturer: a patient was implanted with a size 33 cphv optiform valve in 2002. Post-op recovery was uneventful and the patient was discharged from the hospital. On the event date, the patient suddenly developed shortness of breath and other signs of heart failure. An echo was performed and the valve was observed to have regurgitation. The patient was immediately re-operated on. A stable by-pass condition was reached. Upon opening the heart, the cphv optiform valve was observed to have one leaflet missing. The valve was removed and replaced with a valve of another type. The surgeon briefly explored the ventricle and atrium for the missing leaflet but it was not found. The patient reportedly died one or two days later. The coroner reported the leaflet was later found broken into two parts. One part was found in the bifurcation area and the other in the iliac artery. The coroner stated the leaflet was broken in half. The hospital would release no more information to the manufacuter and the manufactuer has not been able to view the valve or leaflet parts.